Manufacturer narrative:
This report is submitted on august 18, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Troubleshooting and exchanging of the equipment did not resolve the issue. The implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2017, and the patient was reimplanted with another cochlear device during the same surgery.